Event description:
It was reported that a patient presented for a right ventricular (rv) lead extraction due to an unknown malfunction. The physician suspected that the implanting physician made an error when implanting the rv lead suture sleeve. The rv lead was explanted on (B)(6) 2023. The patient was stable throughout.